Event description:
Caller reported an issue with cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a pump reset, and the caller successfully started their sensor session without encountering the error again.